Manufacturer narrative:
(B)(4). Batch # m91d0k. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, a bag with three malformed clips and one staple was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an ejection failure of the clip upon activation of the handle. Another like device was used to complete the procedure. There were no adverse consequences for the patient.